Event description:
Revision surgery due to polarcup loosening, right hip. Outcome: recovered/resolved. This is the third reported revision with the same patient. The first is reported under 9613369-2016-00056 and the second under 9613369-2016-00057.

Event description:
Revision surgery due to polarcup loosening on right hip. Outcome: recovered/resolved.